Event description:
In 2006, it was reported to bsc that during a therapeutic ercp (pt gender and age unknown) the "cutting wire broke, possibly due to manipulation of the wire during preparation". A subsequent hydratome was used with the same results (please note associated medwatch report #6000048-2006-00598). The customer reported the procedure was not completed until the next day due to the lateness of the hour. The procedure was successfully completed with a bsc autotome rx. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been rec'd by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.